Event description:
A patient underwent a balloon kyphoplasty procedure at three levels. It was reported that during the procedure the patient arrested, was resuscitated, and transferred to the ICU on life-support. The patient died six days later.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.